Event description:
The user facility reported difficulty inserting the guide wire and, after withdrawal, it was noted to have been damaged. Follow-up communication confirmed: the physician reported that they attempted to thread the guidewire through a cook entry needle, but was unable to advance it; resistance was initially encountered as he attempted to remove the guidewire from the entry needle; the guide wire was eventually able to be withdrawn from the access needle; once removed, it was noted that the guidewire had began to unravel; a new guide wire from another of the same type kit was then used to successfully complete the procedure; and there was no reported impact to the patient.

Manufacturer narrative:
Results - is based upon evaluation of user facility information and the returned sample; is based upon testing of reserve samples. Conclusions - is based upon evaluation of user facility information and the returned sample; is based upon testing of reserve samples the involved guide wire was returned for evaluation. Examination confirmed that the distal portion of the coiled outer wire had become unraveled from the core wire, but remained intact. Examination of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed that there was no evidence of a pre-existing defect or other anomaly. Testing of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed that performance specifications were met. There is no evidence that indicates this event was related to a defect or malfunction of the guide wire. Although the cause of the reported event cannot be definitively determined based on the available information, the event description and appearance of the return sample are most consistent with the distal tip of the coil wire catching on the entry needle bevel during withdrawal, and then, becoming partially unraveled after sufficient force had been applied in the proximal direction. The potential for such an event is addressed in the instructions-for-use. The IFU states: "caution do not withdraw the guide wire through the cannula, as shearing of the guide wire may result. If resistance is met, do not advance or withdraw the mini guide wire until the cause of resistance is determined." (B)(4).